Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hsb. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined, that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent orif surgery with rfna retrograde femoral nail. After nail insertion, the bone that had been repositioned to its original shape was displaced again. The surgeon could not determine at the time, whether it was due to the shape of the nail or the patient's bone. However, when the surgeon heard that there would be a change in the shape of this product. He was convinced, that the cause of this event was, that the nail bends were too tight for the japanese. The surgery was completed successfully without any surgical delay. Patient status and outcome is stable. No further information is available. This report is for one (1) retrograde fem nail advanced ø10 l340 5°. This is report 1 of 1 for (B)(4).